Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of this report was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient stated she had disconnected and reconnected. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted (B)(6) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during drain 2 of 4. The technical service representative (tsr) explained the se 2240 alarm indicates air entered set up. The hp stated she had disconnected and reconnected. The tsr further assisted the hp to clear the alarm and advised the hp to notify the nurse of the event. The hp confirmed to complete therapy with a manual bag. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011, product surveillance contacted the nurse who stated the patient had been performing therapy fine and she would follow up with the patient regarding the event. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.